Manufacturer narrative:
The device will not be returned for evaluation however the provided photographic evidence exhibits the reported failure. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of two complaints, regarding two devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: warnings: only physicians trained in the techniques of laparoscopic or minimally invasive surgery and the use of retrieval bags to remove tissue should use the product. Directions for use: remove handle from introducer, cinch drawstring and inspect thoroughly and see that stainless steel arms, toggle and spring are attached, before removing specimen from the body cavity. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This distributor reported on behalf of their customer that the trs100sb2 device was being used during a laparoscopic cholecystectomy (lap chole) surgical procedure on (B)(6) 2020 when the string of the specimen bag broke after deployment. The device was being used to retrieve the gall bladder. The surgeon retrieved the bag and the specimen out with an alternate retrieval bag. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.